Event description:
It was reported that a red alert was triggered due to a sudden increase in shock impedance measurements with subsequent decrease in measurements. A request for technical review was needed. There were no events in the arrhythmia logbook. No adverse patient effects were reported. The lead remains implanted.

Manufacturer narrative:
This report is being filed to update the patient identifier.

Event description:
It was reported that a red alert was triggered due to a sudden increase in shock impedance measurements with subsequent decrease in measurements. A request for technical review was needed. There were no events in the arrhythmia logbook. No adverse patient effects were reported. The lead remains implanted.

Manufacturer narrative:
This investigation is ongoing. Should additional information become available this investigation will be updated.